Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 07/22/2016 that a customer had an issue with a chest drainage unit. The customer states when opening the device, they realized that the vacuum seal is broken. There is no patient involved.

Manufacturer narrative:
An investigation of the reported condition was performed. During the manufacturing process, units are 100% functionally tested to ensure that they function correctly, all defect vessels are discarded. Therefore, the probable root cause of the reported condition is that the product was damaged during transit. The complaint report indicates that no sample is available in connection with this complaint report. Without a sample we are unable to perform a thorough follow up investigation to include functional and visual evaluation to determine the root cause(s) of the reported condition or implement any corrective action(s). Unfortunately without a sample we are unable to confirm the reported condition. If a sample should be returned at a later date this complaint will be reopened and the investigation updated to reflect our findings. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the lot. Based on the above no further action is required at this time. The associated data will be fed into the risk management quarterly report.